Manufacturer narrative:
Initial reporter is a mitek sales consultant. Investigation summary: the complaint device was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed the device not powering on due to the pcb. Additionally, the device intermittently showed a shorted cable. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed repair as identified in the investigation by replacing the keypad pcb and the cable assembly. Performed replacement of internal seals and valve screws as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. However, given the information provided we cannot discern a definitive root cause for the identified failures. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pre-operatively the micro tornado hand piece with hand controls showed connected, but it never powered on. The case was completed by using a like device without any patient harm or delay. It was mentioned that no further information is available. During investigation of the device, an electrical short was identified. This report is for a micro tornado hand piece. This is report 1 of 1 for (B)(4).